Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter experienced a leakage failure during use. The bakri balloon was placed following delivery for treatment of a postpartum hemorrhage (pph). Following a 100 ml injection of water into the balloon, the leakage was identified. Upon removal of the device, the leak was discovered on the lower side of the balloon. No metal tools such as forceps or suture needles were in proximity to the device that may have caused damage to the balloon. Prior to device failure, the patient experienced an estimated blood loss (ebl) of 250 ml, and an additional 50 ml ebl occurred following the device failure. A total ebl of 500 ml for the patient was reported; however, no blood transfusions were administered. The device was replaced with a new bakri tamponade balloon catheter, and the procedure successfully achieved hemostasis. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.